Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ additional, g3: date received by manufacturer - additional, h2: type of follow up - additional information/device evaluation, h3: device evaluated by manufacturer ¿ additional, h6: type of investigation - additional, h6: investigation findings - additional, h6: investigation conclusion - additional.

Event description:
It was reported that a transmitter battery issue occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Product has been returned and the investigation is being reviewed. A supplemental report will be submitted after the review is complete.